Event description:
It was reported that the pump touchscreen was broken, unreadable, and unresponsive. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate form of insulin therapy.